Manufacturer narrative:
Follow-up #1: date of submission 05/27/2016. Device evaluation: device evaluation: the device has been returned and evaluated by product analysis on 05/17/2016 with the following findings: during investigation, there was visible rust inside the battery compartment. A leak test was performed and failed due to a battery compartment leak. The pump was opened and there was no further evidence of moisture found internally. The battery compartment was found to be cracked on the side from the threads traveling down along the side of the bumper to the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged damage to the battery compartment. In addition, it was reported that there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.